Event description:
Reportedly, one day after the surgery, three clamp bar buttons were deteched in the patient's cavity through x-ray photography. Therefore, the pt was opened and the buttons were retrieved. However, small fragments of the buttons could not be retrieved from the pt cavity.